Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock impedance measurements over the last three months from the 104 ohms range to the 171 ohms range. Boston scientific technical services (ts) discussed programming options and testing at the physician's discretion. No adverse patient effects were reported. The device remains in service. It was additionally reported that the lead was surgically abandoned during a device system revision procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock impedance measurements over the last three months from the 104 ohms range to the 171 ohms range. Boston scientific technical services (ts) discussed programming options and testing at the physician's discretion. No adverse patient effects were reported. The device remains in service.